Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: unit returned with its original opened traybatch. The device package returns totally opened, the seal (tyvek lid) was found torn in the gauge side of the tray. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered a user preference issue. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09008. It was reported that seal of the device was compromised an encore balloon catheter inflation device was selected for use. During preparation, it was noted that the paper began to tear when peeling the paper seal on the tray, which causes the risk of contamination to the device. Another encore balloon catheter inflation device was selected, however the same issue occurred. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09008. It was reported that seal of the device was compromised. An encore balloon catheter inflation device was selected for use. During preparation, it was noted that the paper began to tear when peeling the paper seal on the tray, which causes the risk of contamination to the device. Another encore balloon catheter inflation device was selected, however the same issue occurred. The procedure was completed with another of the same device. No patient complications were reported.